Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. Internal quality release data confirmed that the results were consistent with the assay's limit of detection (lod) at 0.5x, indicating a low viral load in the patient sample. This low viral load explains the observed variability in results across and within platforms. Data for the batch runs performed on the s201 mpx assay were not provided, and patient sample material was not requested as additional testing would not have added value to the investigation. The blood donation was not released, and no harm to the patient was reported.

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. The first plasma sample was drawn on (B)(6) 2019 and tested on the s201 mpx assay, generating a non-reactive result. A second plasma sample was drawn on (B)(6) 2020 and tested on the same assay, generating a reactive result with a reported CT value of 39. Both plasma samples were also tested using the architect serology assay, which generated positive results for hiv-1/hiv-2 antigen/antibody (ag/ab) in both cases. Additionally, both samples were sent to the polish institute of hematology for confirmatory testing using the rt-pcr confirmatory hcv kit, gfe blut. Each sample was tested twice, resulting in both positive and negative results for each draw. The blood donation was not released.